Event description:
Follow-up information revealed the patient did not recharge the system as recommended. The patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy resumed following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. A new charging system was sent to the patient which did not resolve the issue. The patient's programmer also reflects a communication error and the patient is without stimulation. Consequently, the patient will consult with a physician as the next course of action.